Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and a33 alarm during the prime test due to faulty force sensor resistor; unable to perform the occlusion test or no delivery test due to a33 alarm. The motor passed motor test. The insulin pump received with cracked battery tube threads, belt clip slot, minor scratched and cracked display window and cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The insulin pump will be replaced and will be returned for analysis.